Event description:
On (B)(6)2015, the reporter contacted animas alleging that the display screen was blank. The reporter confirmed that there was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump display screen was found to be working appropriately. The pump was opened and no defects were found related to the complaint. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.